Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. The most recent information was received on 05-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar and sacroiliac pain") and fatigue ("severe fatigue impacting quality of life") in a 54 year-old female patient who had essure inserted (lot no. 948833) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced back pain (seriousness criterion intervention required), fatigue (seriousness criterion disability), heavy menstrual bleeding ("haemorrhagic periods"), balance disorder ("impaired balance"), endolymphatic hydrops ("endolymphatic hydrops"), tendonitis ("tendonitis in elbows achilles tendonitis"), ovulation pain ("debilitating pain during ovulation"), arthralgia ("muscle and joint pain"), sacral pain ("lumbar and sacroiliac pain"), sciatica ("sciatica"), gait disturbance ("walking has become difficult and very painful beyond 15¿20 minutes of continuous walking") and pain ("walking has become difficult and very painful beyond 15¿20 minutes of continuous walking/sitting is also painful after a few hours or if the seat is inadequate"). The patient was treated with surgery (salpingectomy). At the time of the report, the back pain had resolved. The outcomes for fatigue, heavy menstrual bleeding, balance disorder, endolymphatic hydrops, tendonitis, ovulation pain, arthralgia, sciatica, gait disturbance and pain were unknown. No causality assessment was received for essure with regard to balance disorder, endolymphatic hydrops, tendonitis, fatigue, heavy menstrual bleeding, ovulation pain, arthralgia, back pain, sacral pain, sciatica, gait disturbance or pain. The reporter commented: none of the examinations performed: abdominal x-ray without contrast, bone scintigraphy, ultrasound, blood tests or lumbar spine magnetic resonance imaging have provided credible explanations for the pain and fatigue experienced. Since the removal (salpingectomy), the lumbar pain has almost disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Abdominal x-ray] (date unknown): not reported [blood test] (date unknown): not reported [bone scan] (date unknown): not reported [magnetic resonance imaging] (date unknown): not reported [ultrasound scan] (date unknown): not reported lot number: 948833, manufacture date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jun-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and fatigue ("severe fatigue impacting quality of life") in an adult female patient who had essure inserted (lot no. 948833) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), balance disorder ("impaired balance"), endolymphatic hydrops ("endolymphatic hydrops"), tendonitis ("tendonitis in elbows achilles tendonitis"), fatigue (seriousness criterion disability), ovulation pain ("debilitating pain during ovulation"), arthralgia ("muscle and joint pain"), back pain ("lumbar and sacroiliac pain"), sacral pain ("lumbar and sacroiliac pain"), sciatica ("sciatica"), gait disturbance ("walking has become difficult and very painful beyond 15¿20 minutes of continuous walking") and pain ("walking has become difficult and very painful beyond 15¿20 minutes of continuous walking/sitting is also painful after a few hours or if the seat is inadequate"). The patient was treated with surgery (salpingectomy). At the time of the report, the back pain had resolved. The outcomes for heavy menstrual bleeding, balance disorder, endolymphatic hydrops, tendonitis, fatigue, ovulation pain, arthralgia, sciatica, gait disturbance and pain were unknown. No causality assessment was received for essure with regard to balance disorder, endolymphatic hydrops, tendonitis, fatigue, heavy menstrual bleeding, ovulation pain, arthralgia, back pain, sacral pain, sciatica, gait disturbance or pain. The reporter commented: none of the examinations performed: abdominal x-ray without contrast, bone scintigraphy, ultrasound, blood tests or lumbar spine magnetic resonance imaging have provided credible explanations for the pain and fatigue experienced. Since the removal (salpingectomy), the lumbar pain has almost disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Abdominal x-ray] (date unknown): not reported. [Blood test] (date unknown): not reported. [Bone scan] (date unknown): not reported. [Magnetic resonance imaging] (date unknown): not reported. [Ultrasound scan] (date unknown): not reported. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.